Manufacturer narrative:
Further evaluation was performed with returned contour xt meter and in-house contour next test strips from lot # 9apec71a using blood with low glucose levels, which gave satisfactory performance.

Manufacturer narrative:
The customer returned the suspected contour xt meter and contour next test strips from lot # 9apec71a for evaluation. In-house contour next test strips from lot # 9apec71a were also used for evaluation. During an in-house investigation, returned meter was tested with the returned and in-house test strips, which gave satisfactory performance. In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 73 mg/dl with the contour xt meter. Upon repeat testing, the customer obtained readings of 389 mg/dl on a non-ascensia meter and 365 mg/dl on a contour next one meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.